Manufacturer narrative:
(B)(4) - incorrect removal. Evaluation found the device was returned without firing the clip and the returned condition substantiated the reported product experience. Inspection of the device indicated that the proximal end of the flex-guide was heavily carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting, resulting in bent garage leaves that punctured and tore the sheath. Subsequently, resistance was encountered and thumb advancer deployment and sheath splitting were stopped as reported. Bent locator wings were observed and are a result of not utilizing the safety release mechanism to safely remove the device as instructed in the device instructions for use (IFU). Based on our investigation, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, during thumb advancement, difficulty was encountered and the exchange sheath splitting could not be completed. An attempt to maintain vessel access was made by cutting the starclose se exchange sheath to insert a guide wire, but was unsuccessful, the sheath could not be cut. The device was removed with an assertive pull (counter-traction). The physician inadvertently forgot to use the safety release button to remove the device from the patient's anatomy. Hemostasis was achieved with manual compression. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Calcified common femoral artery. The device is expected to be returned for evaluation. It has not yet been received.